Event description:
After powering up the laser, the error e0013 was received. The power was cycled with no success. The problem happened as soon as the unit was received and unboxed, so there was no case involvement or pt consequence. This is an out of box failure.